Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramping") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), abdominal distension ("distension / bloating in stomach"), muscle strain ("stomach muscle disintegrated"), genital haemorrhage ("severe bleeding"), headache ("headache") and rash ("rashes"). The patient was treated with surgery (hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, headache, muscle strain and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("distension / bloating in stomach"), muscle disorder ("stomach muscle disintegrated"), genital haemorrhage ("severe bleeding"), headache ("headache") and rash ("rashes"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2022. At the time of the report, the abdominal pain lower, abdominal distension, muscle disorder, genital haemorrhage, headache and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, headache, muscle disorder and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.